Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the upper buttocks on (B)(6) 2019. Date of issue and sensor insertion is an approximation. The patient's mother stated the cgm had been reading 75 mg/dl for three hours and it turned out that the patient was about 30 mg/dl or 40 mg/dl when checked with a bg meter. She stated the patient got in the shower and later stated he did not know why he did because he couldn't think straight. While in the shower, he started convulsing and they were able to get him out of the shower and give him sugar. She stated he was able to chew and gave him frosting and glucose tablets. She stated that the patient was still convulsing; however, it was not a seizure and he did not pass out. After treating the patient, the mother performed a finger stick and he was at 30 mg/dl. She called the endocrinologist later in the day and the nurse walked her through what had happened regarding the convulsions and advised her to set up an appointment with their primary care physician to see if follow up would be needed with a neurologist. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.